Manufacturer narrative:
Review of the submitted system controller log file confirmed the report of low flow alarms; however, the report of suspected pump thrombosis could not be conclusively determined as the pump was not returned for evaluation. No other atypical events were captured in the log file and the system appeared to have operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. The pump remains off and implanted in the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of support, low flow alarms were observed on (B)(6) 2017 during an abdominal surgery that was unrelated to the lvad. There were also pump power elevations which could not be explained by hemodynamic fluctuations. It was reported that prior to the abdominal surgical procedure, elevated pump powers had occurred intermittently over a long period of time. The low flow alarms became constant and pump thrombosis was suspected. Because lysis therapy was not an option, and the patient¿s native left ventricle showed improved contractility with no signs of cardiac decompensation, a decision was made to deactivate the pump and allow it to settle with normal coagulation. The patient is reportedly stable without pump support. It was reported that explantation of the device would take place on a later, unspecified date. No additional information was provided.